Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed without any problem and a pinhole was noted. The procedure was completed with a different device. No patient complications nor injuries were reported and the patient was in good condition after the procedure.